Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 analyzer on a patient. Results provided: sid (B)(6)= 6.4 mg/dl, repeated on another instrument = 1.8 mg/dl. Normal range: 1.6 - 2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. Fs replaced the peristaltic pump tubing which was determined to be the likely causes. There have been no further reports of discrepant results since the part was replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 analyzer.